Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the reported symptom. The evaluation experienced the no audio condition on all volume/tone settings caused by a bad solder connection between the backflex and speaker. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.